Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance on one lead. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that recorded high impedances.

Manufacturer narrative:
.B3-date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090826 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.